Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the controller¿s white power cable was not confirmed. No pictures of the reported damage were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 04oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was extracted from a previous complaint. The recorded event date for this complaint was (B)(6) 2018.

Event description:
It was reported that the patient had an area of breakdown on the white power lead of their system controller on (B)(6) 2021. A controller exchange was performed and the issue resolved. The patient remained asymptomatic without any adverse outcome. The damage was attributed to normal wear and tear. The patient was reported to be stable at home. The controller was discarded and would not be returned.